Event description:
The patient was undergoing a coranary artery bypass graph (CABG procedure. While the surgeon was attempting insertion of the endovenous drainage cannula the patient became hypotensitive. A vascular surgeon was called and performed a repair of a triangular tear in the femoral vein. The femoral vein was then cannulated. During insertion of the 23 fr endoarterial return cannula,the surgeon caused a tear in the right femoral artery after repair of this tear, the surgeon placed a direct flow aortic cannula, and completed the operation. On the 7th postoperative day, the patient developed a progressive vision loss and was diagnosed with optic neuritis, the cause of the optic neuritis was unclear in this diabetic patient; per the reporting physician, it was not thought to be related to any heartport procedure.